Event description:
It was reported that during a paroxysmal atrial fibrillation a farawave was selected for use. When the physician prepped the catheter as per IFU, it was dripping properly. During procedure, near the end of the case, when ablating the last vein, the rep noticed the catheter had stopped dripping. The procedure was completed with the original device. No patient complications were reported. The device is not expected to be returned for laboratory analysis as it was disposed of.